Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 14 fr esheath+, the esheath+ was inserted in the femoral artery smoothly. A 26 mm sapien 3 ultra resilia valve and 26 mm commander delivery system were inserted but could not be navigated around a sharp bend in the right common iliac, and the tines of the valve punctured through the seam of the esheath+. The entire delivery system and esheath+ were removed over a wire. A 20 fr dry seal sheath was inserted with a new 26mm valve and delivery system and they successfully crossed the right common iliac bend and the valve was deployed in the annulus without issue. There was no injury to the patient, and their outcome was stable. Per feedback from the fcs, the perceived root cause of the event was a fold/kink in the iliac. The device was discarded and will not be returned.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, and g.6 have been updated. Corrections were made to h.6: type of investigation, investigation findings, and investigation conclusion. An addition was made to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device provided by the site demonstrated that the valve was visible through the liner puncture. The liner appeared to be partially expanded. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the sapien 3 ultra/sapien 3 ultra resilia valve configurations have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. Available information suggests that patient factors of tortuosity may have contributed to the inability to advance through the sheath since it was noted that ''the system could not make it around the right common iliac sharp bend.'' Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. The complaint for liner punctured was confirmed based on the provided imagery. Available information suggests that procedural factors (high push force) and/or patient factors (tortuosity) may have contributed to the reported event. In this case, it was confirmed that patient had ''severe tortuosity'' (kink in the femoral artery). High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in punctures. When combined with non-coaxial advancement trajectories (rendered through anatomical complexities), these forces can further exacerbate damage to the sheath liner, particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.